Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -17.00/+6.0/180 (sphere/cylinder/axis), in the patients right eye (od). The patient experienced a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2019. Pre-existing: previous corneal or refractive surgery; keratoconus; post pk surgery. Implant date: (B)(6) 2019. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -17.00/+6.0/180 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6)2019. The patient experienced a refractive surprise, refractive change over time and transient loss of bcva. The lens remains implanted. At the time of implantation with history of keratoconus and post pk surgery. Claim# (B)(4).